Event description:
It was reported that during a procedure the tip broke off in the pt. It was further reported that after 45 minutes the tip was extracted from the pt. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.